Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that during revision surgery on (B)(6) 2010, patient experienced bone fissure upon trailing cls rasp. The fissure was treated intraoperatively with cerclage rings. Additional information has been requested and is currently not available. (The same patient is treated in (B)(4), MFR report numbers 9613350-2014-02478 and 0009613350-2017-00290.)

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: it was reported that during revision surgery, patient experienced bone fissure upon trailing with a cls rasp. The fissure was treated intraoperatively with cerclage rings. Review of received data the surgical notes for this revision surgery were reviewed. After rasping the femur up to a size of 11.25, the fissure was noted at the femoral neck. Therefore, a titanium cable was used to fix the femoral neck. A second cable was used at the lesser trochanter. Subsequently, the surgery was completed successfully. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: intraoperative bone fracture cannot be related to a specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in risk management file. Conclusion summary: ref and lot numbers of the device were not available. The device was not returned for the investigation. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. This event is most probably related to the implantation surgery, but unlikely related to the device itself. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).